Event description:
It was reported that the customer had put in a new sensor twice during warm-up and received a sensor error. Customer's blood glucose level was 49 mg/dl. Customer declined to troubleshoot for the low blood glucose level. Customer treated with a breakfast bar. Customer has been experiencing low blood glucose levels before and during the call. Transmitter passed the blue test plug procedure. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.